Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2004. A visual inspection of the device revealed no apparent defects. The device recorded 64 log entries between the (B)(6) 2005 and the (B)(6) 2017. The device records 7 manual power ons between the (B)(6) 2005 and the (B)(6) 2009 the longest of which lasts 2 minutes 48 seconds in duration. On the (B)(6) 2010 the device failed a self-test due to a low battery. The device continues to record self-test fails due to a low battery up to the (B)(6) 2010. The device records 6 manual power ons between the (B)(6) 2011 and the (B)(6) 2017 the longest of which lasting 2 minutes 30 seconds in duration. On the (B)(6) 2017 the device failed a self-test due to a low battery. The device continues to record self-test fails due to a low battery up to and including the last log entry on the (B)(6) 2017. The returned pad-pak was inserted into the device. The device successfully passed a self-test during a manual power cycle. A ¿warning memory full¿ message was given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.